Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (add gel messages, damaged cable, damaged te's ) has been confirmed. Upon investigation the cable connecting ECG "a" and ECG "b" to the front therapy electrodes was pulled from the strain relief, damaging wires in the cable. The electrode belt is unable to complete essential performance testing. The root cause for the strained cable was excessive force. No adverse event resulted from the damaged belt.

Event description:
A us distributor reported that an electrode belt was experiencing add gel messages, damaged cable and damaged therapy electrodes messages.